Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt noted a fluid leak after completing treatment. The leak came through the bag connections before opening cassette door. Th fluid leaked onto the floor not the cycler. There was no known pt ill effects. Pt has had no indication of infection, effluent remained clear. The cycler was replaced and no further issues since. Cassette was been discarded therefore there was no sample was available for eval.